Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) (batch no. 621687) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder. Concurrent conditions included menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), allergy to metals ("nickel sensitivity"), dysmenorrhoea ("dysmenorrhea"), ovarian cyst ("ovarian cysts"), hypersensitivity ("allergic reaction symptoms") and headache ("headaches"). The patient was treated with surgery (oophorectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, genital haemorrhage, allergy to metals, dysmenorrhoea, ovarian cyst, hypersensitivity and headache outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, ovarian cyst and pelvic pain to be related to essure (ess205). The reporter commented: based on my physicians medical experience, the removal of essure via operative laparoscopy with bilateral robotic salpingectomy with corneal resection and repair will relieve patient symptoms. Discrepancy noted in date of insertion (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the fallopian tubes are completely occluded approximately midway on both sides consistent with successful essure procedure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: dysmenorrhea, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received- case was upgraded from non-serious incident serious incident. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.